Event description:
On 11/19/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rts acl tightrope® rt implant delivery system had an implant suture that was damaged and broke when the graft was lifted. This was discovered during use with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-1588rts batch 15458335 with a damaged suture. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as an insufficiently prepared graft or excessive force used.